Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that there was a breakage in the pressure head level lead to a leakage in the tap. Reporter stated the issue occurred with 3 patients. No adverse effects reported. See MFR# for related complaints: 3012307300-2017-00334, 3012307300-2017-00338.

Manufacturer narrative:
The reported medex¿ logical® pressure monitoring system was not returned for investigation, but an investigation was done on 26 received samples that were in their original packaging and were unused. Visual inspection didn't show any defect. Two functional tests were performed on all 26 samples and they passed. The complaint was not confirmed because there was no failure identified.